Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation.a visual inspection of the returned cycler exterior showed no signs of physical damage. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. A known good inverter board was installed and the display became operational. There were no other discrepancies encountered in the internal inspection of the cycler. The system air leak test passed. The balloon valve actuation test passed. The pre- accelerated stress test (ast) 15mins 1000ml simulated treatment was performed and passed with no further alarms or issues. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that a liberty select cycler screen went blank during step 7 of pd treatment setup. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed; the cycler was rebooted. The ok and stop keys lit up but the screen remained blank. This was the first attempted use of the cycler for this patient. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the patient reported that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.